Event description:
Stryker disposable suction/irrigator tube set with tip ref:250-070-620, lot:25066fg2, exp:03/07/27 suction irrigator was activated during surgery, irrigation did not stop when button released. No harm to the patient.